Event description:
Pt found in cardiopulmonary arrest, ICU/ccu code team responded. Pt was defibrillated using lifepak 5. When the pt was defibrillated the pt sustained this occurred during three of the five attempts to defibrillate. Pt expired - unrelated to defibrillation.